Manufacturer narrative:
This report is submitted on may 12, 2017. The implanted device remains.

Event description:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) subsequent to sustaining a head trauma. It was also reported that the patient experienced pain, headaches, increased tinnitus and a performance decrement post the head trauma. The patient is being clinically managed and the implanted device remains.